Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium results on their integra 400 plus analyzer. The customer stated the ise potassium and chloride results were acceptable. The customer noticed the questionable results because they have an internal criterion that if the anion gaps are below three, they repeat samples. The customer stated there were four patients with discrepant results that were reported outside the laboratory for whom they had to send corrected reports. The customer stated the day after the event, the analyzer was recalibrated and quality control was performed and all the results were good. The customer then repeated patient samples and they repeated acceptably. The first patient's initial sodium result was 131.86 mmol/l accompanied by a data flag and it was reported as 132 mmol/l. The repeat result was 140 mmol/l. The second patient's initial sodium result was 149 mmol/l accompanied by a data flag. The repeat result was 141 mmol/l. The third patient's initial sodium result was 126 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The fourth patient's initial sodium result was 105 mmol/l accompanied by a data flag. The repeat result was 116 mmol/l. The customer considered the repeat results to be correct. The customer did not know if there were any adverse events. The sodium electrode lot number was 21531355 and the expiration date provided was 01/03/2014. The field service representative could not find the cause. He inspected the ise module for leaks, salt deposits, and damaged tubing. There were no problems found during the ise inspection. He ran indirect calibration for diagnostics, and it passed. The customer performed a precision check.

Manufacturer narrative:
A definitive root cause was not determined. It was noted the customer was not following the recommended centrifugation specifications. A sample related problem was the most likely root cause of this event. The analyzer was working within specification